Event description:
The customer reported mastitis while using the pump, there is no known issue with her freestyle pump.

Manufacturer narrative:
The customer declined a replacement pump and she is not returning the original pump. Contact attempts with the customer are ongoing. Should add'l info become available resulting in new, changed, or corrected info, a f/u report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).